Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation for the touchscreen cracked has been completed and the alleged issue was verified. The failure investigation for the touchscreen unresponsive and unreadable has been completed. Based on the analysis, the alleged issue could not be verified.